Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Event month and day unknown. Only year (2018) is known.

Event description:
It was reported that during a partial open gastrectomy procedure the device was placed on tissue, fired, but staples were unformed, goal post. Towards the base of the anvil they were partially formed. The procedure was completed by suturing the tissue. It was unknown if the staples had been removed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n55z7e. Device evaluation: the analysis results showed that the tlh90 device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload trh90 and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.